Manufacturer narrative:
D7a, h6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that a cadd legacy plus pump had displayed error codes 1260 and 1261. This will cause therapy interruption and will potentially cause patient harm. She had placed new batteries, turned on the pump and the codes appeared. Secondly, the pump was previously set up properly and she had been using the pump for the last two weeks, but she reported that the normal setup did not occur and instead the display showed: lec 1210, then black blank screen had appeared. The reservoir volume is 1.0ml, the dose volume is 1ml, the dose duration is 30 mins, the dose cycle is 4 hrs, the keep vein open (kvo) rate is 0.0ml/hr, dose start immediate, given 0.00 ml, air detector set to high, upstream sensor on, and lock level ll2. The device then displayed ¿self-tests please wait¿ and transitioned to a ¿stopped¿ status. There was patient involvement and unknown patient consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.